Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and no delivery alarms. The customer was reporting that the battery cover sometimes do not close and customer had to squeeze down to keep it close. It was also reported that there was crack by buttons by the middle, buttons were responding slowly and pump rewinds slow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and no delivery alarms. The customer was reporting that the battery cover sometimes do not close and customer had to squeeze down to keep it close. It was also reported that there was crack by buttons by the middle, buttons were responding slowly and pump rewinds slow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged damaged keypad overlay, damaged battery compartment, unresponsive keypad, rewind anomaly, and insulin flow blocked alarm found on (B)(6)2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons function properly. Successfully downloaded history files and traces using thus. No rewind anomalies noted during testing or in pump downloaded history. No unexpected insulin flow blocked alarms during testing and verified pump alarmed no insulin flow blocked in the downloaded pump history. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history traces (B)(6)2022 15:55:19.000. Pump passed the keypad voltage test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked keypad overlay and cracked battery tube threads was noted. Rewind anomaly, unresponsive keypad, and insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.